Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the tip at the distal end of the shaft was broken. No broken piece was returned. Also, the assy, anchor/suture, and handle lid were not returned. Functional testing was not performed due to the damage to the device. The most likely cause usually is the excessive force used to pry and/or leverage the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery an issue with the reported device occurred. It was further reported that something broke off inside the patient. The broken pieces remained inside the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.